Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous low results for 2 patient samples tested for ca2 calcium gen.2 (ca2), hdlc3 hdl-cholesterol plus 3rd generation (hdlc3) or ggt ¿-glutamyltransferase (ggt) on a cobas 8000 c (701) module. The erroneous results were not reported outside of the laboratory. Patient 1 initial hdlc3 result was 0.046 mmol/l. The repeat result was 1.408 mmol/l. Patient 1 initial ca2 result was 0.024 mmol/l. The repeat result was 2.280 mmol/l. Patient 2 (female, (B)(6) years) initial ggt result was 0.11 ukat/l. The repeat result was 1.226 ukat/l. There was no allegation that an adverse event occurred. The hdlc3 reagent lot number was 200769 with an expiration date of 07/31/2018. The ca2 reagent lot number was 221425 with an expiration date of 05/31/2018. The ggt reagent lot number was 243277 with an expiration date of 01/31/2018. No calibration was performed on the day of the event for the affected tests. No issues were identified during a review of the calibration trace. Quality control results from the day of the event were acceptable. A review of the alarm trace shows 5 abnormal aspiration alarms on (B)(6) 2017 between 9:40 a.m. And 11:37 a.m. Based on data provided, the affected patient samples were pipetted between 11:00 a.m. And 11:30 a.m. The patient samples were pipetted during the time the abnormal aspiration alarms occurred. It is likely that the sample probe was contaminated by the sample which was generating the abnormal aspiration alarms. The customer has not complained of any further issues. The root cause of the event was determined to be a sample quality issue.